Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for fluid volume overload. However, there is no documentation in the complaint file to show a causal relationship between the hospitalization and the liberty select cycler. The patient reported that the liberty select cycler was not completely draining her after each exchange; however, the patient never called technical support for live troubleshooting. Additionally, the patient was meeting the 70% drain criteria and documentation showed the patient bypassing phases. The patient was evaluated for pd catheter patency and placement but was not evaluated for positional complications or issues with the anatomy of the patient¿s peritoneum. The patient was unwilling to try treatment on the cycler again to troubleshoot if any issues arose. There is limited information related to the patient¿s fluid volume overload. The pdrn did state there were concerns for compliance issues with the patient as well as having a number of unspecified psychosocial issues. There are several reasons for fluid volume overload including increased dietary salt and fluid intake; inadequate peritoneal ultrafiltration; pd nonadherence; pleuroperitoneal leaks; and mechanical complications. Based on the limited information available and no evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s fluid volume overload.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn requested that technical support call the patient to obtain their records for drain complications that they have had. Per the patient, they received a drain complication encountered message and stated the cycler gets stuck and never drains them fully. During the call the patient stated that they were hospitalized due to fluid in their lungs. Upon follow up, the pdrn did not receive the documentation from the hospital yet and therefore could not confirm if the patient was kept for 24 hours and admitted or discharged from the emergency room (ER) 24 hours after being seen. The pdrn did not have the date that the patient went to the ER. The reason for the patient going to the ER was fluid volume overload (fvo). The pdrn could not confirm if the patient had fluid in the lungs. The pdrn stated the patient had been having issues draining on the cycler. The patient was filing with no issue, but fluid was being left behind during drain resulting in the fvo. The pdrn had checked the patient¿s pd catheter flow with a manual drain. The patient had no issues draining manually. The patient had an x-ray to check the pd catheter placement and the placement was correct. The patient is currently completing treatment utilizing continuous ambulatory peritoneal dialysis (capd) without any issues. The pdrn talked to technical support pertaining to the cycler replacement escalation. The clinical team requested the patient attempt to try to use the liberty select cycler one more time prior to sending out a replacement. The pdrn agreed to try to have the patient use the cycler one more time. Additional information was requested, however to date has not been provided.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn requested that technical support call the patient to obtain their records for drain complications that they have had. Per the patient, they received a drain complication encountered message and stated the cycler gets stuck and never drains them fully. During the call the patient stated that they were hospitalized due to fluid in their lungs. Upon follow up, the pdrn did not receive the documentation from the hospital yet and therefore could not confirm if the patient was kept for >24 hours and admitted or discharged from the emergency room (ER) <24 hours after being seen. The pdrn did not have the date that the patient went to the ER. The reason for the patient going to the ER was fluid volume overload (fvo). The pdrn could not confirm if the patient had fluid in the lungs. The pdrn stated the patient had been having issues draining on the cycler. The patient was filing with no issue, but fluid was being left behind during drain resulting in the fvo. The pdrn had checked the patient¿s pd catheter flow with a manual drain. The patient had no issues draining manually. The patient had an x-ray to check the pd catheter placement and the placement was correct. The patient is currently completing treatment utilizing continuous ambulatory peritoneal dialysis (capd) without any issues. The pdrn talked to technical support pertaining to the cycler replacement escalation. The clinical team requested the patient attempt to try to use the liberty select cycler one more time prior to sending out a replacement. The pdrn agreed to try to have the patient use the cycler one more time. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn requested that technical support call the patient to obtain their records for drain complications that they have had. Per the patient, they received a drain complication encountered message and stated the cycler gets stuck and never drains them fully. During the call the patient stated that they were hospitalized due to fluid in their lungs. Upon follow up, the pdrn did not receive the documentation from the hospital yet and therefore could not confirm if the patient was kept for >24 hours and admitted or discharged from the emergency room (ER) <24 hours after being seen. The pdrn did not have the date that the patient went to the ER. The reason for the patient going to the ER was fluid volume overload (fvo). The pdrn could not confirm if the patient had fluid in the lungs. The pdrn stated the patient had been having issues draining on the cycler. The patient was filing with no issue, but fluid was being left behind during drain resulting in the fvo. The pdrn had checked the patient¿s pd catheter flow with a manual drain. The patient had no issues draining manually. The patient had an x-ray to check the pd catheter placement and the placement was correct. The patient is currently completing treatment utilizing continuous ambulatory peritoneal dialysis (capd) without any issues. The pdrn talked to technical support pertaining to the cycler replacement escalation. The clinical team requested the patient attempt to try to use the liberty select cycler one more time prior to sending out a replacement. The pdrn agreed to try to have the patient use the cycler one more time. Additional information was requested, however to date has not been provided.